Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the thunderbeat's tissue grasping insulation pad became detached during an unspecified therapeutic procedure. The procedure was completed with a back up olympus device. There was no patient injury or medical intervention associated with this event.